Event description:
The hcp reported that the pt developed a granuloma. The pt was experiencing increased dosage requirements of drug (baclofen/dilaudid/clonidine). An MRI was performed to determine catheter tip placement revealing a "fibrous cap at tip of catheter consistent with granuloma." The hcp reformed catheter revision. The pt outcome was repoeted as satisfactory.